Event description:
The patient reported that her "implantable neurostimulator (ins) battery showed dead." The patient turned her stimulation on two days after an unrelated nerve ablation procedure ((B)(6) 2016). The patient turned stimulation off on (B)(6) 2016 and met with a manufacturer's representative (rep) the same day. The rep "ran a scan" and informed the patient that the battery was nearing end of life and there was less than 30 days remaining. The patient was upset because she had been told the battery would last 5-7 years, but she only had it over a year. The patient indicated she hadn't used the stimulation at night for about the first 7 months, then began using stimulation 24 hours a day at 3 volts after that. The patient reported she had been up all last night with cramps and pain in her shin because she didn't have stimulation on because she was told to only use it when she needed it due to the battery level. It was noted that the patient had the ins for severe nerve damage from her hips down to her toes. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.